Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned the acrylic block, flushed bleach through line 5 and 6, cleaned ise pot, replaced buffer valves, mix motor, peri pump tubing, buffer electrodes and mid standard bottle which resolved the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) and qc issue on their au480 chemistry analyzer. The samples were repeated with results considered correct. The erroneous patient results were reported out of the laboratory and were later amended. There was no impact to patient treatment in connection to the event. The customer provided data for five (5) patient samples.